Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of a prime/fill anomaly and button error from the insulin pump. The customer's blood glucose reading was 143 mg/dl. The customer was unable to exit the preparing to prime loop. The customer stated that they did not receive the second series of beeps nor did numbers appear on the screen. The customer stated that the button error did not occur right after the pump was exposed to moisture. The customer will return the pump for analysis.